Manufacturer narrative:
(B)(4). The sample is not available. Since the lot number is unknown, a batch review will not be performed. This complaint for a system error (se) 2240 (air in set) was confirmed. The cause of the se 2240 is due to air being sucked into the disposable after the supply bag fell and disconnected. A labeling review found the patient at home guide to be adequate for use/user error related to this incident. This issue is being investigated through CAPA.

Event description:
The customer contacted baxter's technical service center to report an issue of system error (se) 2240 (air in set) and se 2367 while on the home choice (hc) device during use during dwell 2 of 4 . The baxter technical representative (tsr) documented that the supply bag fell and disconnected . The tsr explained the alarms and had the home patient (hp) cycle power twice to clear them. The tsr then explained that the supplies were compromised. The hp wanted to finish manually. The tsr advised the hp to call registered nurse(rn) within next 24 hours and inform her about the alarms. The tsr advised the hp to finish manually. There was no patient injury or medical intervention indicated at the time of the initial report.